Event description:
Lotus post-marketing surveillance (pms) study. It was reported that dyspnea and death occurred. A 27mm lotus valve was implanted in (B)(6) 2016. In (B)(6) 2017, the patient experienced dyspnea and death occurred. It was further reported that patient death did not occur as previously reported. The corrected current patient condition is alive and recovered.

Manufacturer narrative:
B2 outcomes attributed to adverse event - updated b2 date of death - corrected from (B)(6) 2017 to na b5 describe event or problem - corrected f10 patient codes corrected to remove death h1 type of reportable event corrected from death to serious injury.

Event description:
(B)(6) study. It was reported that dyspnea and death occurred. A 27mm lotus valve was implanted in (B)(6) 2016. In (B)(6) 2017, the patient experienced dyspnea and death occurred.

Event description:
Additional information received indicates the patient has died as initially reported. Lotus post-marketing surveillance (pms) study. It was reported that dyspnea and death occurred. A 27mm lotus valve was implanted in (B)(6) 2016. In (B)(6) 2017, the patient experienced dyspnea and death occurred.

Manufacturer narrative:
B2 outcomes attributed to adverse event - updated. B2 date of death - corrected from na to (B)(6) 2017. B5 describe event or problem - corrected. F10 patient codes corrected to include death. H1 type of reportable event corrected from serious injury to death.